Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. Rupture: not observed. As per the investigation procedure, creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required for these observations.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, right implant was found ruptured during explant surgery. The device has been explanted. Treatment: device removal, total capsulectomy, lateral and inferior capsulorrhaphy.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, right implant was found ruptured during explant surgery. The device has been explanted. Treatment: device removal, total capsulectomy, lateral and inferior capsulorrhaphy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.